Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/24186469. This report will be amended when our investigation is complete.

Event description:
It is reported that a patient with modular neck components underwent a revision surgery due to fracture of the femur.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the devices is unknown. The lot number of the products are unknown; therefore the device history records and complaint history could not be reviewed. The reported devices are used for treatment. It could not be confirmed if the devices were used in an approved and compatible combination. A definitive root cause cannot be determined with the information provided.